Manufacturer narrative:
When the tech investigated the broken hand control, he found an electricity spark caused a pin to melt on the hand control and it did not function in the up position. It is unknown if the facility performed any other preventative maintenance on their lifts. The tech replaced the hand control and charger to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the lift had a broken handset that needed to be replaced. The lift was located in the plant room on level 1 of bldg 1. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).